Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The device was evaluated in the field for the issue of the cot tipping, but the issue was not confirmed; no defect or malfunction was found. The device was evaluated in the field for the issue of the fowler being stuck in raised position and the issue was confirmed. There were broken/damaged components. The device was repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot tipped and the fowler was stuck in a raised position. There was no patient involvement.